Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increased right atrial impedances from 400 ohms to 1400 ohms. It was noted that sensing and threshold measurements were fine, and no inappropriate episodes were recorded. Multiple impedance measurements were taken while the patient was in the clinic and the measurements were noted to be variable. Boston scientific technical services (ts) suggested isometrics and pocket manipulation while sampling impedances and looking for noise. Ts also discussed programming considerations. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this ICD was explanted and replaced four years later due to high out of range right ventricular (rv) lead pacing impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection noted that the header was loose. X-ray examination was performed. The rv tip and rv ring header wire(s) were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Laboratory analysis confirmed the reported clinical observations. Please reference these additional supplemental reports filed for this model/serial containing the information regarding the explant and return: 2124215-2014-12650 and 2124215-2014-12650.